Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging error 4. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 (01/22/2014)-device evaluation: the test strips and meter involved with this complaint have been returned on 12/17/2013 and 12/9/2013 and evaluated by product analysis (pa) respectively on 1/16/2014 and 1/14/2014 with the following findings: the test strips involved with this complaint were evaluated and er4 was observed with control solution testing. The meter passed testing with no faults found. No error message was observed. The meter functioned properly. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.